Manufacturer narrative:
H6: correction, after review device code (B)(4) is applicable to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient's stimulation is turning off on its own since (B)(6) 2018 (last 4-5 days). The patient also reported seeing a settings not available screen today ((B)(6)) when "playing with her controller". The patient stated she is using the tab at the top of her controller when checking her device. It was suggested that the patient unlock their controller when checking the status of her ins when she suspects it has turned off. It was also recommended to have the patient's doctor check the ins regarding it shutting off on its own. When the patient communicated with their ins using their patient programmer (pp) it showed that stimulation was on. The patient did not mention any falls, trauma, or emi activity. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018 that the cause was unknown but they thought that the patient had not been pushing the "raise settings" icon hard and fast enough. The issue was resolved. No further complications were reported.